Event description:
The user reported that while using the device in the radial artery the artery spasmed. In attempting to remove the device from the artery the device elongated by 6-7 cm. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record revealed one unrelated exception document. A follow-up report will be submitted when the evaluation has been completed.